Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the day after implant, the patient was experiencing stomach stimulation and chest pain. The right ventricular sensing had decreased and was low and impedance was out of range. An x-ray confirmed that the lead had perforated the heart. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.